Event description:
A pt reported that on 12/2/97 she was treated into the upper and lower vermilion. One week later, she noted swelling in the middle of her top lip. Her physician diagnosed an infection and prescribed an oral antibiotic (name unknown). She refused to give any more info about her course of treatment and refused contact with her physician. On 12 16/97, the lip swelling persisted. This is the report of the pt's second event.